Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of an error code at boot-up and the micro processing unit was replaced to resolve. The hard drive was reimaged and the software was reloaded and updated. It was also noted that there was a loose electrocardiogram connector on the link electronic module (lem) board and the board was therefore replaced and calibrated, there was a broken latch on the power cord bay, there was a broken keyboard latch and the system fan was noisy. All were replaced to resolve. (B)(4).

Event description:
It was reported that the programmer had an error code at boot-up and would not function. The programmer was returned for service. There was no patient involvement.